Event description:
It was reported that the customer had a high blood glucose level. The customer's blood glucose level was 397 mg/dl. The customer was treated with injection and she doest feel alright. The patient was advised to disconnect to the insulin pump. The customer was advised to change entire set, reservoir and insulin and treat per health care provider instruction. The patient was assisted on how to reset the fixed prime and advised to reach out to health care provider about the issue. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.